Event description:
The customer reported that the device will not stop running when in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing before a procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.